Event description:
It was reported that the ventilator had a transducer failure. There was no patient harm. Manufacturer's ref. (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Based on technician statement, during on-site visit the device failed pressure transducer test. The issues have been solved by adjustment of the expiratory cassette membrane. The device was delivered to the user in working condition. Expiratory cassette is only measuring and will not affect ventilation. The issue was reported to competent authority in abundance of caution as it may has underlying causes that may affect essential functions. The root cause to the reported issue has not been determined.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).